Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Manufacturer representative (rep) states he spoke with patient today and patient states that during his lead replacement on (B)(6) 2017 he was told that the previous lead broke in his muscle and is now abandoned there. Patient was upset that he was not told this would affect his MRI eligibility. No further complications were reported/anticipated.